Manufacturer narrative:
As part our investigation, a field service engineer (fse) was dispatched to the customer¿s site on (B)(6) 2020. The equipment was repaired and verified according to OEM instructions the software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. The cracked lid was not available for evaluation as it has been disposed of. The user facility informed the fse that the annual maintenance of the oer-pro is being performed. Also, that the instructions for use are being followed by the staff. The instruction for use states, ¿when closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result.¿

Event description:
The service center was informed that during reprocessing the inside lid of the oer-pro was cracked. There was no leaking that occurred. There were no errors, alarms or alerts noted during use. No other abnormalities were observed with the device. The user facility reported that only scopes are being reprocessed each cycle. It is unknown how the lid was damaged or cracked. There was no patient involvement or device positive cultures due to the reported crack.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: close the lid while connecting tube is placed on the basin. Close the lid while something hard, such as a scope, is placed on the retaining rack. Close the lid while washing case being placed obliquely at the retaining rack. It was confirmed that the subject device was shipped in accordance with specifications.